Event description:
It was reported that this right ventricular (rv) lead low and high out of range shock impedance measurements and high out of range pacing impedance measurements. Which was believed to be caused by rv lead fracture. Inappropriate anti-tachycardia pacing (atp) and one inappropriate electric shock was delivered due to oversensing. Pacing inhibition greater than two seconds were also noted. Lead replacement was recommended. Currently, this rv lead remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
Explant performed.

Event description:
It was reported that this right ventricular (rv) lead low and high out of range shock impedance measurements and high out of range pacing impedance measurements. Which was believed to be caused by rv lead fracture. Inappropriate therapy was delivered due to oversensing. Pacing inhibition greater than two seconds were also noted. Lead replacement was recommended. Subsequently, a revision procedure was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory in two segments. Both severed segments have insulation abrasion completely worn through and both cable ends show a melted appearance. Visual examination also noted that the helix mechanism was in extended position. Dried blood and tissue was noted around the helix. Insulation damage was found at 26.5 cm from the terminal and 37.5 cm from the tip. Additional tears appeared around 38.0 cm from the tip. The segments were fractured and melted, likely due to arcing during shock. Abrasion of lead insulation is considered a design issue when the field report indicates the damage occurred during normal use. Explant performed.

Event description:
It was reported that this right ventricular (rv) lead low and high out of range shock impedance measurements and high out of range pacing impedance measurements. Which was believed to be caused by rv lead fracture. Inappropriate therapy was delivered due to oversensing. Pacing inhibition greater than two seconds were also noted. Lead replacement was recommended. Subsequently, a revision procedure was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.